Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used to treat an upper gi bleed. When deploying the clip, the drive wire broke at the handle. Two new clips were opened and used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The proximal end of the drive wire was bowed indicating proper torque of the securing component. Using a hemostat to grasp the drive wire, the clip was opened and closed. Opening and closing the clip outside the endoscope was very difficult. The clip was deployed (outside an endoscope and without tissue). Once the clip was deployed the movement of the drive wire within the sheath became very free. Evaluation of the clip itself indicated that the movement of the jaws into the housing was rough. Visual inspection indicated that the edges of the jaws showed signs of rubbing on the inside of the housing. Measurement of the jaws showed them to be within specification. Visual inspection of the clip housing showed that one of the securing components of one of the jaws to the housing is shifted to one side and now protrudes from the side of the housing. The end of the securing component has a bevel which confirms it was in the proper location during the manufacturing process but most likely shifted or damage occurred to the jaw gear during use. The damage is likely the cause of the difficulty to open and close the clip while still attached to the deployment device. The drive wire was visually examined and determined that the drive was verified to be within appropriate manufacturing specifications. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to additional resistance at the handle which can cause the drive wire to detach from the handle spool. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.